Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail holding the screw in gamma set cross threaded into the nail. It was reported that the user could not get the nail off the target device. It was reported that the nail and implants were removed from the patient. It was reported that the case was completed using another set of instruments/implants. Surgical delay was 1 hour.

Manufacturer narrative:
(Cat number, lot code). This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the nail holding the screw in gamma set cross threaded into the nail. It was reported that the user could not get the nail off the target device. It was reported that the nail and implants were removed from the patient. It was reported that the case was completed using another set of instruments/implants. Surgical delay was 1 hour.